Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the right ventricular lead exhibited loss of capture. The lead was found to be dislodged. The lead was explanted and replaced. The patient was asymptomatic and stable post procedure.